Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the reported issue of sponge out of cap. The cause of the condition could not be determined. A CAPA was opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.